Event description:
Affiliate reports the pt experienced underdrainage of csf with the implanted valve. Attempt to adjust the valve to increase csf flow was unsuccessful and the pt's ventricula were dilated. The valve was explanted.